Event description:
It was reported that the patient presented to the hospital with a pacemaker malfunction. The device was removed and replaced successfully.

Manufacturer narrative:
The reported field event of unspecified malfunction was not confirmed in the laboratory. The device was tested using automated testing equipment and tested on the bench and no anomalies were found. All other analysis found the device to perform within specifications and exhibited normal device function.